Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02689. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced bladder infections, and urinary problems.

Event description:
It was reported that following insertion the patient experienced bladder infections, and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat pelvic organ prolapse and a sling was implanted. It was reported that patient experienced pain, urinary problems and infections post operatively. (B)(4).